Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal system 4.3mm (3043) device had been damaged without use. The delivery device had been pull out, seal still in delivery device. A new device was used. There was no delay. There were no adverse consequences. Photos were provided by the complainant. Blood was observed within and outside of the delivery device and aortic cutter. The seal was observed to be slightly unraveled.

Manufacturer narrative:
E1 event site name exceeded character limitations: bj/beijing anzhen hospital, capital medical univ. Tw ID# (B)(4) since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Manufacturer narrative:
Trackwise#: (B)(4). The device was not returned to maquet cardiac surgery for investigation; however, a photograph was provided. A photographic evaluation was conducted on 11/04/2024. Signs of clinical use and evidence of blood was observed. Product information was observed. There were no visual defects observed on the intact aortic cutter. The seal was observed in the delivery device in a rolled state. The white plunger was not depressed. The blue safety lock was not observed in the photograph. The seal was observed to be in a rolled state in the delivery device, however, the end of the seal was observed to unraveled from the seal. Blood was observed on the intact seal indicating an attempt was made to introduce the device into the aorta. No other visual defects were observed. Based on the non-return of the device as well as the photographic evaluation, the reported failure "fitting problem" was not confirmed, however, the reported failure "unraveled material" was confirmed. Specific actions for the reported failure mode "fitting problem" are being maintained and documented under maquet's corrective and preventive action (CAPA) system. The lot # 3000385929 record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failures.

Event description:
N/a